Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. (B)(4). S/w version = 4.11c. Retainer ring = black. Case type = ngp. The pump was returned for prime/fill anomaly found on (B)(6) 2022. Pump¿s history and trace files downloaded successfully using thus software. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. No prime fill anomaly noted during testing. No prime/fill alarms noted in the pump memory. Force sensor was measured and is within spec (23.4 mv at zero offset). No damage noted at the electronic assemblies during visual inspection. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay. Prime/fill anomaly not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer reported that the piston was not going down while rewinding the insulin pump. The customer reported that the issue occurred during the priming process. No harm requiring medical intervention was reported. Troubleshooting was performed but the issue was not resolved. The customer will discontinue using the device and the insulin pump will be returned for analysis.